Event description:
Subsequent to the initial medwatch report, the following information was reported:it was reported that during device preparation of the 6.0x100mm absolute pro self-expanding stent system (sess) , it was noted that the plastic protection was missing and after removal of the mandrel, the stent prematurely deployed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed as the stent implant was noted deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure as it is likely that during removal of the stylet mandrel, the tip was inadvertently pulled causing the stent to prematurely deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2306 - removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the 6.0x100mm absolute pro self-expanding stent system (sess) , it was noted that the plastic protection was missing] and after removal of the mandrel, the stent prematurely deployed. The stent was deployed before inserting it into the guide outside of the anatomy. No additional information was provided.